Manufacturer narrative:
This report is submitted on may 15, 2024.

Event description:
Per the clinic, the patient was hospitalized for an overnight stay in order to explant the device on (B)(6) 2024 under general anesthesia. It is unknown if there are plans to reimplant the patient as of the date of this report.